Event description:
A medtronic representative reported a navigation system camera that does not work properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect camera not returned to manufacturer for analysis.

Manufacturer narrative:
The suspect system camera was returned for evaluation. During a functional test, passive tracking became reduced to less than seven feet after warm up. The position sensor unit a.k.a. Camera passed an aak (accuracy assessment kit) test at .13 mm with high line separation of 2.38 mm. The test software adjusted the line separation to .04 mm. The psu passed subsequent functional and aak tests and is now fully functional. Replacing the camera on the navigation system in the field resolved the issue. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".